Event description:
The customer reported to the clinical cost consultant (ccc) that a nurse went to attach a syringe, the nurse went in on an angle and the gland at the top pushed up over the valve. The nurse was accessing the v-link with a bd luer lock 3ml syringe. This occurred with the v-link luer activated device, product code 6n8399, with lot number ur10c3170. This incident occurred during priming. No patient injury or medical intervention was reported. An actual sample is available. No additional information is available.

Manufacturer narrative:
The reported condition of the gland at the top pushed up over the valve was not confirmed. 1 actual unit was received for evaluation. During visual inspection, unit does not present defect. Unit results satisfactory for functional testing. The root cause could not be identified and no action were taken since the condition was not confirmed. (B)(4).